Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the phasix. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of phasix flat mesh. Per operative notes, ¿the umbilical hernia defect was identified and reduced. A phasix flat mesh was placed and sutured. ¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿the hernia sac was identified and resected. A synthetic mesh was placed and sutured. ¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the adhesions of omentum and small bowel with hernia sac were lysed. The hernia sac was identified and resected. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the phasix. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.